Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3.product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the axes controller platform (acp) involved with this complaint and completed the device evaluation. Failure analysis of the avp with an in-house system, reproduced the reported error fault 32101. The error fault by definition is indicative of an internal failure. The probable root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi)field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was reproduced during field evaluation. Fse investigation noted that one of the axes controller platform (acp4) was faulty. Replacement of this part resolved the issue. Following replacement, the system was further tested, operated without issue and verified as ready for use. Isi has received the replaced part for failure analysis, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. No image or video clip for the reported event was submitted to isi for review. Verification via procedure logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 that lasted for 284.0 minutes matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, a persistent error fault was experienced. Following this, the surgeon made a decision. Procedure was converted to another da vinci system. A procedure delay of over 30 minutes was documented in the initial report. Fse investigation confirmed a faulty component. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure conversion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system displayed multiple recoverable error code 23000. The customer received phone assistance from the technical support engineer (tse). Upon verification, the robotics coordinator informed the tse that error codes 23000, 23002 and 32101 were observed. Prior to the call, troubleshooting was attempted by clearing the error fault on the system; however, the issue persisted. Review of the system logs confirmed the error faults. Further troubleshooting was suggested by the tse by performing a system power cycle. User indicated that an instrument was installed into the universal side manipulator (usm) arm at the time the system faulted. An instrument release kit (irk) was utilized to successfully open the jaws and release the gripped tissue. Once completed, system was power cycled but the error fault persisted. Following this, the surgeon made a decision and elected to continue the procedure using another da vinci system. Procedure was converted to another da vinci system. No other issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use and no issue was found. There was no instrument issue confirmed.